Manufacturer narrative:
Date of the event (B)(6) 2017 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient did not think the ins was completely working for their bladder and bowel. Patient said they had been leaking and they adjusted stimulation up one little point. Patient said small portions of bowel were slipping out and bowels were not doing that the first 4 months, further mentioning that the ins was working differently now. It was noted that patient had access to a patient programmer (pp) and had the ability to change programs and /or adjust stimulation . Patient mentioned that they had to replace the pp batteries because no light came on the pp at all, patient said they were not getting any programs and after replacing batteries the pp light turned on. Patient inquired if they should increase because they thought they had been told not to go too high. Consideration of increasing since patient had return of symptoms was reviewed. Patient's husband helped patient with use of pp. The patient said the pp low batteries screen came on, screen meaning was reviewed and patient was walked through bypassing the screen. Patient was able to bypass the screen and saw stimulation was set to 2.1, they increased to 2.3 and said they would leave it there as patient did not want to go too high. Patient was advised to review any directions previously provided by the health care professional (hcp) and that it takes time for the body to respond to therapy. Patient said they were replacing the pp batteries now due to the pp low batteries screen, however the pp was functioning as intended at the time of the report. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient started experiencing the leaking and ins not working in (B)(6) 2017. They noted that they took water aerobics for rheumatoid arthritis (ra) and they enjoyed the hot tub afterwards and inquired if sitting in front of the jets could cause a problem. They changed the numbers up two digits and the bowel and bladder leakage was almost completely resolved.